Event description:
It was reported that there was pt contact and that a crimped haptic was noticed after insertion into the eye. The incision was enlarged to remove the intraocular (iol) lens and use a different lens. No pt complications and no pt injury was reported.

Manufacturer narrative:
The intraocular lens was received and visually inspected and found that the lens had one haptic distorted. The haptic was not crimped as stated in the initial report. All pertinent info available to amo has been submitted. Should new info be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.